Manufacturer narrative:
E1: full customer address information - (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ceramic head (insulation beak) was broken during the service inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a loose ceramic head. There were no reports of patient or user harm associated with this event.